Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced right heart failure and was admitted to the hospital for medical therapy (inotropes and diuretics). Patient was treated medically for a period of approximately two (2) months in the hospital and then received a heart transplant. The device was explanted but not returned to the manufacturer for evaluation. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2013 that this (B)(6) male patient was admitted with swelling in the extremities and low flow alarms from the left ventricular assist device (lvad). Right heart catheterization showed elevated right atrial, right ventricle and pulmonary artery pressures. Upon admission, multiple echocardiograms were done all showing a severely reduced left and right ventricular ejection fraction as well as mild mitral valve regurgitation, trace tricuspid valve regurgitation and mild aortic valve insufficiency. Due to right heart failure, the patient was transferred to the intensive care unit and placed on epinephrine, milrinone, and lasix drips to allow the right heart to recover. Two (2) subsequent right heart catheterizations with ramp studies were performed which showed nearly identical reading to the first. An attempt was made to wean the patient off the epinephrine which resulted in increased ventricular ectopy and the epinephrine was restarted. The patient also had an increasing need for oxygen, which started at two (2) liters and gradually increased to eleven (11) liters and then to an aerosol mask at 80% fio2 over the following two (2) months. The physicians reported that it was believed the only remaining option was to place the patient on the transplant list and he was listed at a 1a status approximately two (2) weeks after admission. The patient received a heart transplant on (B)(6) 2014. The patient's symptoms resolved with the heart transplant. The ventricular assist device was explanted however was not returned to the manufacturer for evaluation.